Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the screen of the cs300 intra-aortic balloon pump (iabp) was unstable. The circumstance of the event is unknown and it also unknown if there was patient involvement; however, no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) performing pm, replaced the cable and the cable coil to resolve the bad contact that was causing the issue. The fse completed preventative maintenance and cleared the unit for clinical use. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number:(B)(6).

Event description:
It was reported that during preventative maintenance, performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) screen was unstable. There was no patient involvement, thus no adverse event reported.